Event description:
Customer complaints blood leak shortly after the beginning of the treatment. The blood loss for the pt was 10ml. No pt harm and no medical intervention was needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. Further info will be expected as soon the samples are on hand.